Event description:
It was reported that the patient was in clinic and was noted to have a few no external power and low voltage advisory alarms leading up to that. The patient could not verbalize if both power cables were disconnected at the same time or not, and they were unsure of how the alarms were occurring. A review of the log file revealed power cable disconnect, low power hazard, and no external power while the system was connected to the mobile power unit on (B)(6) 2024 at 18:28 and on (B)(6) 2024 at 04:28.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Sections d1 and d4: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 8 days (17mar2024 ¿ 25mar2024 per time stamp). On 18mar2024 at 18:47:27 and 25mar2024 at 04:25:24, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1 ¿ 1.9v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.